Manufacturer narrative:
(B)(4). Results: the alarm has power but there is no alarm tone when pressure is taken off the sensor pad. The fail safe does not sound when it should. The different tones and low battery indicator do not sound when they should. The battery door is missing. There is no visible damage to the alarm case. (B)(4).

Event description:
The customer reported tha the alarm did have power as indicated by the green light flashing but when the pt would get up off the chair sensor, there was no alarm tone. There was no pt incident or fall when this occurred.